Manufacturer narrative:
(B)(4) follow up for device evaluation. The customer reported that a blunt needle had punctured the protective cap. To support the investigation, one sample with an opened blister package was received and evaluated by the quality team. Visual inspection confirmed the needle was straight, and approximately three quarters of an inch of the needle tip protruded through the plastic shield. No additional defects or anomalies were observed. This condition could occur if the plastic shield was not properly aligned within the shielding equipment during assembly. A device history record review was completed for material number 305180, lot 4031526. The review did not identify any quality issues during production that would have contributed to the reported condition, and no related quality notifications were found. All in process checks and final inspections met applicable specification requirements. Verification of the shielding equipment was also performed, and the shield settings and alignment were confirmed to be correct. To date, no other similar events have been reported for this lot. Based on the investigation results and the returned sample evaluation, the condition reported by the customer is confirmed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that while drawing up iron, I observed that the blunt needle had punctured through the protective cap. No patient harm.